Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle revision, unknown hip. Reason for revision: raised metal ion level.

Manufacturer narrative:
(B)(4).

Event description:
Medical records and xray films received. After the review of medical records, it was reported that the patient was revised to address adverse reaction to soft tissue from mom and infection. Revision notes reported milky fluid, metallosis, granulomas, tissue damage and necrosis. Clinical notes reported pain, stiffness, walking difficulty and clicking sensation. There was an increase in wbc count. Metal ion levels were above 7ppb. Added new associated contact.

Manufacturer narrative:
(B)(4). Investigation summary: conclusion and justification status: the complaint states pinnacle revision. Unknown hip. Reason for revision: raised metal ion level. A review of complaint databases did not identify any anomalies. A review of manufacturing records was not required per wi 3430. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. Post market surveillance is per sep 419.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.